Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. After being repositioned twice with the helix extended and retracted, it would no longer extend on subsequent attempts. The lead was turned slowly and stylet removed, upon partially removing the lead from the patient the physician commented that there seemed to be excess torque on the lead. An alternate lead was implanted. No adverse patient effects were reported.